Manufacturer narrative:
(B)(4). Device will not release. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Results: the returned device is in strongly used condition with worn out inlets of the jaws. The ratchet mechanism release quit hard when it was activated. The information for use states: prior to each use, visually inspect the jaws for damage that may have occurred during handling and cleaning, and verify that the instrument functions properly and is not in need of maintenance or repair. Discard and replace the instrument if damage or degradation is present.

Manufacturer narrative:
(B)(4). Results: the returned device was manufactured in 2008 and is out of warranty. Based on the age of the device it can be concluded that the device is worn out. Conclusion - it should be noted that the device needs to be visually examined after each cleaning cycle. The device should undergo a regular and precise check before use. Carefully check the device for corrosion, cracking etc. Defective instruments (malfunctioning or difficult to handle, stress corrosion, cracking or pitting) increase the risk to the patient and must not be used anymore.

Event description:
It was reported that a patient underwent an unknown procedure. During the procedure, when the device was clamped down and the release mechanism was activated, the device was sticking and would not release. There were no adverse patient consequences reported.